Manufacturer narrative:
Insulin pump alarmed prime alarm during basic occlusion test due to loose and protruded drive support disk. Unable to confirm the no delivery alarm test due to prime alarms. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection.

Event description:
Customer reported that the insulin pump was alarming during rewind/prime process and the drive support cap was sticking out. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.